Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue, and tensile failure due to over-stretch; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recv0428 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a bard 4fr double lumen PICC was placed by ir in the right basilic vein on (B)(6) 2018; catheter tip cavoatrial junction, 3 cm external length, securacath in place. It was stated on the evening of (B)(6) 2018, bleeding and leakage noted to be coming from the catheter. Upon removal, catheter fracture noted near the junction of the catheter/securement wings; leakage observed upon flushing the purple lumen. Ultrasound-guided peripheral IV was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a bard 4fr double lumen PICC was placed by ir in the right basilic vein on (B)(6) 2018; catheter tip cavoatrial junction, 3 cm external length, securacath in place. It was stated on the evening of (B)(6) 2018, bleeding and leakage noted to be coming from the catheter. Upon removal, catheter fracture noted near the junction of the catheter/securement wings; leakage observed upon flushing the purple lumen. Ultrasound-guided peripheral IV was placed.